Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, the left ventricular lead exhibited high thresholds and under sensing in multiple positions and the patient experienced phrenic nerve stimulation. The lead was not used and a new lead was implanted successfully.